Event description:
It was reported the pt experienced tremors, thoracic and lower extremity spasms, nausea dizziness, and increased baseline thoracic pain. The nausea and dizziness were alleviated with a decrease in medication dose. The tremors stopped after IV dilaudid given in the ER. The pt has pm dilaudid. The pt was hospitalized for headaches, increased pain, and difficulty/pressure/pain and erection when having a bowel movement. The refill data at the time the pump was programmed was 2009, but when it was interrogated later following a CT/MRI, the refill date had changed to the next day. The pt had another CT/MRI and when the pump was interrogated, it was found the refill date had changed back to original date. The drug in the pump was dilaudid and clonidine. The pt was admitted to a different hospital for a gi workup. The pt also had thoracic, lumbar, and brain MRI scans, with contrast. A granuloma at the tip of the catheter was ruled out. No pump volume discrepancies were noted. The hcp indicated they did not believe there was a pump or catheter issue. The pt reported being under a lot of stress and the issues appeared to be "psychosocial", as none of the tests and workups were able to identify any problems. The pt was scheduled for a pump replacement due to battery end of life.

Manufacturer narrative:
Bowel movement issues.